Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports, pathology reports including the strain of infection identified, product return, as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this investigation will be reopened. The following devices were also listed in this report: triathlon cr fem comp #3 l-cem; 5510f301; ek8aj, tri ts baseplate size 3; 5521-b-300; kvmla, tri cemented stem 12mmx50mm; 5560-s-112; m9s2k, osteonics sized cement-plug; b001-0110; 6m8145. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Patient came in for follow up with a suspected infection status post op left revision of a competitor uni knee on 12/1/14. She was worked up for infection and scheduled for surgery. Components were removed and temporary components cemented in place for a 2 stage procedure. Operation completed successfully.